Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during a routine check about 1 month after the implantation the threshold on this right atrial lead was elevated. The device was reprogrammed and a lead revision was performed. The lead was not returned to biotronik.